Event description:
It was reported during an afib case, a pericardial effusion was noticed. The caller reported that there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by ice. The caller reported that the medical intervention provided was a pericardiocentesis when 20 cc of fluid was removed from the patient. The caller stated that the patient was taken to the ICU. The patient was reported to be in stable condition. The caller stated that the ngen generator was not used in this case. The caller stated that the ablation catheter used in this case was from boston scientific. The caller could not provide the lot or product numbers for the decanav catheter or soundstar catheter. The caller could not provide the lot number for octaray catheter. The caller stated that the octaray catheter was a d curve with an electrode spacing of 2. The caller stated that the soundstar catheter was not available for return. The caller stated that the decanav and octaray catheter are available for return. The caller was advised to expect a return kit. A return kit was requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).